Manufacturer narrative:
This report is submitted on 6 august 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to migration of the electrode array. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 23 september 2020.